Event description:
The surgeon performed a revision due to suspected polyethylene wear from x-ray inspection. The patient also had a greater trochanteric fracture.

Manufacturer narrative:
An event regarding poly wear and a periprosthetic fracture involving an unknown 26mm 10 degree poly liner 50/52 was reported. The event was confirmed. Device evaluation not performed as the device was not returned. A review of the x-rays by a clinical professional noted 1-centimeter of poly wear in the acetabulum. A review of the provided x-rays confirmed the reported event. Device history review not performed as the device was not properly identified. The exact cause of the event could not be determined because of a lack of information. According to the medical review, ¿some poly wear fifteen years status-post implantation is not unexpected. The greater trochanteric fracture may be related to osteolysis from poly particles.¿ further information is needed to determine the root cause. No further investigation for this event is possible at this time.

Event description:
The surgeon performed a revision due to suspected polyethylene wear from x-ray inspection. The patient also had a greater trochanteric fracture.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26mm 10 degree poly liner 50/52. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.